Event description:
It was reported that outside of surgery the skin came out in the opposite direction. There was no reported harm or injury to the patient and no report of a delay as there was no patient involvement. Due diligence is complete. No additional information was provided. After evaluation, it was determined that the cutter failed the test cut. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut. This item is not repairable and was returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It is confirmed the cutter failed the test cut. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 00632 - 1.